Event description:
Literature was reviewed regarding the impact of temporary mechanical circulatory support as a bridge to durable left ventricular assist device (lvad) implantation on aortic regurgitation progression. Patients were separated into prior temporary support and those without. Some patients underwent aortic valve interventions at the time of lvad implant which consisted of aortic valve closure, aortic valve replacement, or aortic valve repair. The authors described patient deaths; however, the causes of death were unknown and defined as early mortality which occurred within thirty days of lvad placement or mortality at one-year follow-up. There were patients who experienced significant changes in worsening aortic regurgitation from none, mild, mild-moderate, moderate, and severe. The status of the lvads is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/unknown. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: impact of impella support as a bridge to durable left ventricular assist device on aortic regurgitation progression and long-term survival. Asaio journal. 2026. 1-7. Doi: 10.1097/mat.0000000000002677. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.